Event description:
A 3.5 french umbilical artery catheter (vac) placed without complication at approx midnight in 32 wk premature newborn. Upon removal the next day @ approx 19:00, the vac snapped and broke off at ~7cm. Pressure applied for bleeding and remaining portion removed with kelly clamp. Estimated blood loss ~3cc. Following procedure, pt rec'd normal saline bolus. Pt developed a left femoral artery clot that required heparin management until a week later.